Event description:
Customer reported that a pyxis anesthesia es system was shutting down into a password protected bios screen during a procedure resulting a 15-minute delay and swapping between devices. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system was shutting down into a password protected bios screen during a procedure resulting a 15-minute delay and swapping between devices. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). A field service technician evaluated the device, replaced all-in-one, and rebooted device several times. Device was tested and functioned as normal.

Event description:
It was reported by the customer that a pyxis anesthesia es system was shutting down into some password protected basic input/output system screen in middle of the cases. The customer stated that there was a 15-minute delay where they had to swap between devices to get the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, a1, d4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-feb-2020 to 01- feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all-in-one (aio) would randomly reboot into basic input/output system password screen. The field service technician replaced the system with new all-in-one (aio) and tested the new screen with a few reboots to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.